Manufacturer narrative:
(B)(4).

Event description:
An unrelated patient reported her doctor said a person was paralyzed in the last 15 months with the lead. No patient information, device information, causes, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.